Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient who was receiving baclofen with concentration 1000 mcg/ml at a dose rate of 175 mcg/day via an implantable pump for head/brain injury and intractable spasticity. It was reported that the patient¿s medical history included traumatic brain injury due to drug overdose. It was further noted that the patient¿s family indicated the patient was hospitalized about a month ago and experienced withdrawal. The date of event was unknown. It was further noted that when the company representative went to interrogate the patients pump, they were alerted that the pump had been stalled for over 1000 hours, equivalent to 45 days. It was noted that the patient¿s family was aware the pump was stalled, though they were not good historians. The patient was not on any oral baclofen supplements. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being unknown. No diagnostic testing/troubleshooting was performed. The pump was explanted and replaced on (B)(6) 2019 at his regularly scheduled pump replacement for elective replacement indicator (eri). It was further noted that the patient was scheduled for a pump replacement due to eri. The issue was resolved. The patient was without injury regarding their status at the time of the event. The hospital was in possession of the pump. It was noted that the healthcare provider was notified that the pump should be returned to the manufacturer; however, the status of return was unknown. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.